Manufacturer narrative:
The lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant the right atrial (ra) lead experienced difficulties retracting the helix with intermittent p wave measurements and high pacing thresholds. The lead was removed and replaced without issue. No adverse patient effects were reported.